Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir occlusion. Customer's blood glucose was unknown mg/dl. The customer advised that 2 reservoir was unable to manually push the insulin through. The customer changed reservoirs and was able to push insulin through. The customer was advised that we would return/replacement supplies.